Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and missing additive. The following information was provided by the initial reporter. The customer stated: "there is a report of a fibrin problem on another batch: 2237418."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and missing additive. The following information was provided by the initial reporter. The customer stated: "there is a report of a fibrin problem on another batch: 2237418."

Manufacturer narrative:
H.6. Investigation summary: bd received 13 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for red cell hang up and fibrin was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and photos provided. A corrective and preventive action was created to address the issue.